Event description:
Customer stated the information on glucose strip vial and the information on strip box did not match. A request was made for the return of the suspect device and replacement product was sent.